Event description:
The customer reported to olympus that a gastroinstestinal videoscope had air/water flow issues. During the device evaluation, the following reportable malfunction was identified: a foreign object in the nozzle. There was no patient injury or adverse event reported to olympus. This medwatch is being submitted for the reportable issue found during evaluation.

Manufacturer narrative:
The device was returned to olympus for annual maintenance. During the inspection, a foreign object in the nozzle. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. The instructions for use state: labeling. The instruction manual operation manual ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system¿ describes the following warning. <inspection of the endoscope>. Inspect the air/water nozzle at the distal end of the endoscope's insertion section for abnormal swelling, bulges, dents, or other irregularities. <inspection of the objective lens cleaning function>. <<inspection of the water feeding function>>. 1 keep the air / water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor the field performance of this device. Olympus will continue to monitor the field performance of this device.